Event description:
A nurse reported that a pt presented with a postoperative infection in the left eye; it was reported that the pt is currently only seeing light perception. The pt had undergone a cataract with iol (intraocular lens) implant procedure on (B)(6) 2012. The pt received an intravitreal antifungal injection. Vitrectomy and intraocular lens (iol) explantation were performed on (B)(6) 2012; the pt was left aphakic. It was reported that the pt's condition is expected to resolve with treatment. There are four medical device reports associated with this event. This report is for the custom pak.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. The custom pak lot specific to this event is not known; therefore, lot history and device history record (DHR) review was not possible. A sample was not returned for investigation. The root cause of the customer's complaint is not known as a sample was not returned for investigation. (B)(4).